Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was charging the pump and the piston went up to the reservoir. Customer stated that it pumped out too much insulin. Customer pressed the esc button and then the alarm occurred. Customer stated that the pump reset, rewind prompted, and customer rewound the pump. Customer disconnected from the pump and treated with an injection. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)